Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that they do not believe their insulin pump is functioning properly due to varying high blood glucose levels. Customer states a strong smell of insulin coming from the device. Customer was advised to disconnect from device. Customer stated the device fell when the belt clip broke. Blood glucose level was 300 mg/dl at time of reporting. Nothing further reported.